Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted (lot no. 959220) for female sterilisation. The patient had a medical history of menses irregular on (B)(6) 2023, parity 1, gravida ii and pregnancy in 2012 and overweight. As concurrent condition the report mentioned abnormal uterine bleeding since 13-mar-2023. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3723 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix, bilateral salpingectomies, cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.429 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: reason for hsg: essure sterilization 3 month check clinical data: essure device placement. Evaluate right tube. Procedure: the findings were normal and bilateral blocked tubes. The patient tolerated the procedure well with mild cramping.at the end of procedure, the cramping was significantly reduced. Contrast was present in the endometrium which has a normal appearance. The essure device was present in both tubes and is appropriately positioned. No contrast spilled into the peritoneal cavity. Impression: hsg showing essure with appropriate placement and no contrast beyond the device. The right tube is occluded. Assessment: contraceptive management; essure confirmation. [Pathology test] on (B)(6) 2023: specimen: uterus, cervix, bilateral fallopian tubes path report.final dx spec: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 108.6 g uterus. Benign endometrial polyp, 1.5 cm. Background proliferative phase endometrium. Myometrium remarkable for superficial adenomyosis. Bilateral fallopian tubes without significant histopathologic change. Cervix negative for dysplasia. Path report.relevant hx spec: essure removal and irregular menses gross description: located on the posterior wall in the fundus is a 1.5 x 0.7 x 0.5 cm polyp. Within the right and left residual fallopian tube stumps is exposed portions of medical hardware, 4.1 by less than 0.1 cm and 1.5 by less than 0.1 cm. The medical devices are consistent with essure coils. Lot number: 959220. Manufacture date: 2012-10. Expiration date: 2015-10. Lot # ess305 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3723 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted (lot no: ess305 and 959220) for female sterilisation. The patient had a medical history of menses irregular on (B)(6) 2023, parity 1, gravida ii and pregnancy in 2012 and overweight. As concurrent condition the report mentioned abnormal uterine bleeding since on (B)(6) 2023. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3723 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus and cervix,bilateral salpingectomies,cystoscopy.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.429 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: reason for hsg: essure sterilization 3 month check clinical data: essure device placement. Evaluate right tube. Procedure: the findings were normal and bilateral blocked tubes. The patient tolerated the procedure well with mild cramping. At the end of procedure, the cramping was significantly reduced. Contrast was present in the endometrium which has a normal appearance. The essure device was present in both tubes and is appropriately positioned. No contrast spilled into the peritoneal cavity. Impression: hsg showing essure with appropriate placement and no contrast beyond the device. The right tube is occluded assessment: contraceptive management; essure confirmation. [Pathology test] on (B)(6) 2023: specimen: uterus, cervix, bilateral fallopian tubes path report. Final dx spec: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: 108.6 g uterus. Benign endometrial polyp, 1.5 cm. Background proliferative phase endometrium. Myometrium remarkable for superficial adenomyosis. Bilateral fallopian tubes without significant histopathologic change. Cervix negative for dysplasia path report. Relevant hx spec: essure removal and irregular menses. Gross description: located on the posterior wall in the fundus is a 1.5 x 0.7 x 0.5 cm polyp. Within the right and left residual fallopian tube stumps is exposed portions of medical hardware, 4.1 by less than 0.1 cm and 1.5 by less than 0.1 cm. The medical devices are consistent with essure coils. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: reporter and patient information,medical history, lab data, indication, lot no, non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 42 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2023, 3723 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy uterus and cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.